Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed there are no functional abnormalities noted with any of the returned components. Because no functional abnormalities were noted with any of the returned components, quality cannot determine a root cause of the reported complaint. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to mechanical failure/leakage of fluid are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because no functional abnormalities were observed with the returned components, no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, mechanical failure/leakage of fluid.